Manufacturer narrative:
Original date of awareness reported as 8/28/2018. Corrected date of awareness 8/15/2018.

Manufacturer narrative:
As the exact date of the event in (B)(6) 2018 is unknown, (B)(6) 2018 is being used as the event date.

Event description:
It was reported to gore that on an unknown date in (B)(6) 2018, during a vascular reconstruction procedure for the aortic and collateral vessels, a gore-tex® suture with size cv-5 was used for suturing a branch vascular graft to the abdominal aorta vascular graft. During checking the anastomosis site, the suture was observed broken in the middle but not in the site of knot tying. The physician took an immediate action (details unknown) to avoid the risk.